Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: patient had their implant taken out. There was no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that patient complained of pain with interstim. They had concern of nerve irritation from lead so they decided to explant the device. Explant planted on (B)(6) 2017. Patient weight was still unknown

Event description:
Information was received from a health care professional (hcp) via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient wants her device removed due to device failure; explant was planned for (B)(6) 2017. No further complications were reported or are anticipated.